Manufacturer narrative:
Device evaluated by MFR: f/g,promus element,mr,ous 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Stent struts of the most proximal stent strut row were lifted and flared outwards. The undamaged section of the crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous left anterior descending (lad) artery. A 3.00 x 38 mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion and the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous left anterior descending (lad) artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion and the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.